Event description:
It was reported that the system had an artifact in the image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.